Event description:
The customer reportedly passed out and was unconsciousness for 45 minutes. At 22:54 while the customer was passed out his father injected him with glucagon. They called emergency personnel and at 23:20 obtained a result of 249 mg/dl on the mobile system and at 23:21 a result of 80 mg/dl with the ambulance meter (performa system). They gave the customer sugar and he was hospitalized for five days. No adverse event related to the device was reported. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Will not be returned to manufacturer.